Event description:
It was reported that the patient got really sick after the pump was replaced in (B)(6) 2003. It was noted that everything seemed like withdrawal symptoms. The pump was checked and everything came back that it was okay. In (B)(6) 2003, the patient went for the first refill, and the health care provider (hcp) got everything back that was in the pump; that is when they realized the pump wasn't working. It was noted that this event required another surgery, but unsure if it was the pump or catheter that was the issue. The date (or serial numbers) of the additional surgery was unknown. The drug that was used via the device system was baclofen and morphine. The patient outcome for this event remained unknown, and no other details regarding this event were given.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l64339, implanted: (B)(6) 1999, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; (B)(4)-alarms; w/d symptoms. Additional information received from a consumer on 2017-jan-09 reported pump never worked. It was noted the pump never worked since implant ((B)(6) 2003) and patient went through withdrawals worse than he had ever before. It was noted medication never left the pump and never got into his body. It was stated the pump never alarmed and patient was sent to other healthcare professional (hcp)for all different types of testing to see what was going on. It was stated patient was in the hospital for 2 weeks. The managing hcp brought patient in and told patient they were going to do a refill. It was noted when they removed the medication it showed none of the medication had left the pump. It was stated the hcp "blew" out line and scheduled surgery to replace pump and catheter, which was replaced. The drugs in pump at this time were baclofen with an unknown dose and concentration and morphine with an unknown dose and concentration. It was stated patient was diagnosed with polyglycemia vera post (B)(6) 2003 pump implant. The date of diagnosis was unknown, but was noted to be in 2003 or 2004. It was stated they gave patient oral chemo and as long as patient was medicated, the patient was fine. It was noted this had not gotten any worse, but seems stable.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l64339, implanted: (B)(6) 1999, product type: catheter. (B)(4).